Manufacturer narrative:
This report is submitted on june 14, 2021.

Event description:
Per the clinic, the patient experienced pain at implant site and subsequently was treated with antibiotics and steroids (date, type and duration not reported).